Event description:
During a procedure, the surgeon noticed that the screw broke from the 130 degree aiming arm for trochanteric fixation nails. The same part was used to complete the procedure successfully. All parts were removed and no harm to the patient was reported.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The device history record was examined to determine whether there were any issues which could cause or contribute to this complaint. The lot had one part that was oversized by .0007mm and accepted by product development as a "use as is" and the lot was passed. These nonconformances are not relevant to the complaint condition because they have no relationship to the screw breakage. The visual inspection of the aiming arm shows that the thread where the adjustable screw is placed was damaged. We suppose that the thread could not withhold the applied mechanical force. It was also noted that three pins were missing on the locking head. No product or material related condition was found. The three pins were not sent back for investigation.